Event description:
It was reported that during a knee surgery, the tip of the probe fell off inside the patient, but the tip was retrieved.

Manufacturer narrative:
The product was not returned for investigation as it was discarded. Therefore, reported failure mode could not be confirmed. A review of the device history record was performed. The review disclosed no discrepancies that could contribute to this condition. Since the unit was not returned for evaluation, it could not be confirmed if the device could have been used to displace bone or if it was impacted with a rigid object; therefore, the probable root cause of misuse cannot be ruled out. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a knee surgery the tip of the probe fell off inside the patient, but the tip was retrieved.